Manufacturer narrative:
H3: a video was submitted to zoll for review, which confirmed the reported issue. Technical service advised the customer to inspect the cable connecting the main electronics to the user interface (ui), as well as the ui itself, for potential defects. The customer was instructed to check all connections and, if the issue persisted, to test with an alternate interface. After following the troubleshooting steps, the customer reported that the issue persisted even when using a different interface. However, the original interface functioned normally when connected to another unit, indicating that the issue was not with the ui. Technical service concluded that the main board was defective and required replacement. The customer later confirmed that replacing the mainboard resolved the reported issue. G1: contact information was updated.

Event description:
Additional information recieved indicates that the customer submitted a video for review, technical service concluded that the main board was defective and required replacement.

Event description:
Complainant alleged that the device was in storage for a year and they replaced the batteries and powered on the device for testing and the screen flickered and shut down. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
G4: PMA/510(k) # - the device is a similar device marketed in foreign countries and is not marketed under the 510k. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Zoll medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.